Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to turn on using batteries. There was one non-illuminating segment on the bottom row in the 2nd digit of the 7-segments display. The device was able to obtain readings. The device was found to visually alarm during alarm conditions. The number could not be read due to the non-illuminating segment. Internal inspection showed the non-illuminating diode segments were open. The d5 component on the system board is defective. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device is missing the lower level, middle led, right segment. No patient impact or consequences were reported.